Event description:
Information received that when the brake was applied, the casters would swivel. No injury alleged.

Manufacturer narrative:
Technician located the bed in storage area. Found: when the brake was applied the casters would swivel. Replaced the brake casters to resolve this issue.